Manufacturer narrative:
Upon investigation of the actual device involved in this incident, it was determined that the auxiliary drawer 5 was failed. A field service engineer inspected and no device problem found. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the pyxis medstation es system, drawer 5 had failed when users tried to retrieve the medication. The customer reported that the user performed a recover storage space to recover the drawer but had no success. The user noticed a dent on the drawer, which was one of the causes of this issue. The customer stated that there was a delay in obtaining medications needed for a patient. There were no adverse events or injuries reported based on this incident.